Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. The customer reloaded the cartridge to resolve the issues. Customer¿s blood glucose level was 230 mg/dl.